Event description:
It was reported that the patient received inappropriate antitachycardia pacing therapy due to p-wave oversensing. Increased capture threshold and decreased r-wave sensing were also noted. X-ray showed the lead was dislodged. The lead was repositioned without incident.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).